Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 467 mg/dl at the time of incident. The customer's blood glucose was 467 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The insulin pump will not be returned for analysis.